Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-02183. It was reported that stent thrombosis and chest pain occurred. The totally occluded target lesions were located in the proximal and distal left anterior descending (lad) arteries. After pre-dilation was done with a balloon, there was a lot of clot present in the vessel. Two synergy¿ drug-eluting stents were implanted successfully to treat the lesion; one was in the distal lad and the other one was in the proximal lad. Then the patient started to experience chest pain and the physicians did some more ballooning to clear the artery. The procedure was completed and the patient was brought back to the unit. About an hour later, the patient started having more chest pain and so the patient was brought back to the catheterization laboratory. The vessel was completely occluded again and the physician ballooned the lesion to treat the occlusion. The procedure was completed. No further complications were reported.